Event description:
The healthcare provider (hcp) reported that the patient was traveling and accidentally walked through a metal detector on (B)(6) 2016, possibly at a stadium. Since then, his symptoms suddenly got bad and he was hardly able to walk and felt a burning in his chest. The hcp walked the patient through using his programmer and the therapy was on and the settings were the same. The implantable neurostimulator (ins) did not feel hot when he touched the skin over his ins. The hcp was going to have the patient turn off the stimulation to see if that resolved the burning. He was scheduled to be seen on (B)(6) 2016. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.